Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One por for write to locked ram, addr=15a5, data=59, occured on (B)(4) 2011 16:57:21. One patient alert for por occurred on (B)(4) 2011 16:57:21.

Event description:
It was reported that the device had a por (power on reset) during the patient's radiation therapy. Follow-up was conducted and from the information obtained it was reported that no reprogramming of the device was necessary. The device still remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had a por (power on reset) during the patient's radiation therapy. Follow-up was conducted and from the information obtained it was reported that no reprogramming of the device was necessary. It was further reported that the device's diagnostics reported invalid. The device still remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One por for write to locked ram, addr=15a5, data=59, occurred on (B)(6) 2011 16:57:21. One patient alert for por occurred on (B)(6) 2011 16:57:21.